Manufacturer narrative:
(B)(4). Batch #: 188a88. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a package from the tyvek area and damage was noted on the tyvek. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that an ec60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no packaging was returned for analysis. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged(as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.